Event description:
The customer reported the ac power module inlet was pulled out. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module inlet was pulled out. There was no reported pt involvement. The ac power module was not available for eval. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module that could prevent the device from powering up.